Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system error during the prime test at 4 lbs due to moisture damage on the force sensor resistor (gold). The rewind functioned properly. No rewind anomaly was noted. The pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker. (B)(4),

Event description:
Customer reported via phone call that her insulin pump alarmed with a compromised force sensor system during the prime process. Additionally, she was unable to rewind the pump. The patient's blood glucose at the time of incident was 147 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The pump was not bumped or dropped prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.